Event description:
It was reported, the light source experienced scope communication error b30. The issue occurred during preparation for use in a therapeutic esophagogastroduodenoscopy (egd) procedure. The procedure was delayed for four hours, waiting for another operating room to became available. The patient was not under anesthesia/sedation at the time of the delay. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3 and h6.